Event description:
It was reported that the angio-seal was selected for use. The patient was bleeding while returning to the ward. The patient had some distal pulse present with a cold leg. The patient was sent to the operating room. The vascular surgeon removed the collagen from the vessel.

Manufacturer narrative:
No product was returned: therefore, an evaluation could not be performed. Review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angioseal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery or thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The territory manager reviewed the key steps to avoid intravascular deployment with the physician.